Event description:
An unknown plate and six screws was implanted in the left hand. One screw (of the six placed) moved post operatively causing the tendon to rupture in patient's left thumb. This will require a second surgery to remove the plate and screws to prevent recurring damage to the replacement tendon.

Manufacturer narrative:
Initial reporter: event identified via maude database review. The event had not been filed with acumed prior to this review. Date of this report: this MDR has been submitted over the 30 day time limit. The report date, posted on the maude website, was (B)(6) 2015. Acumed identified the event during our weekly review of the database on (B)(6) 2015 and will be using the (B)(6) 2015 as the aware date. Additional mdrs associated with this event: MDR 3025141-2015-00099: screw 1, MDR 3025141-2015-00100: screw 2, MDR 3025141-2015-00102: screw 4, MDR 3025141-2015-00103: screw 5, MDR 3025141-2015-00104: screw 6, MDR 3025141-2015-00105: plate.